Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Check syringe plunger sensor was duplicated during power-up. Unable to duplicate base task timeout. The root cause of the reported issues was determined to have been design related. When the plunger assembly is pushed all the way into the flange ear clip, the front flipper is false (rear flipper is true) as read in the digital sensors in biomed mode. Check syringe plunger sensor occurs on start up when one flipper is true, and one flipper is false as a result of the flipper hanging up on the ear clip. Base task timeout alarm could not be duplicate. These errors typically caused by issue with the wi-fi driver and network system. The device software is designed for the pump to recover quickly and connect to the network with no adverse effect. Base task timeout is a non-issue advisory alarm that indicates the pump?s wi-fi connection to the network has been temporary interrupted. Actions taken to mitigate the reported issue: changing the left plunger case provides better clearance of the flippers against the ear clip.

Event description:
It was reported that check syringe plunger sensor and base task timeout events occurred. No patient injury reported.